Event description:
It was reported that the lead was explanted and replaced due to a suspected malfunction. Upon extraction a helix anomaly was noted. There were no complications for the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. The steroid plug was not returned.